Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however grommet damage was noted.

Event description:
It was reported that there was blood was in the header minutes after implant which caused oversensing and pacing inhibition on the atrial channel. The device was explanted and replaced by a new device. No patient complications were reported as a result of this event.